Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2012 at 3:14am. The patient reported blood glucose results of "306, 316 and 361 mg/dl" with the subject meter. The patient does not take medications to manage her diabetes and continued to follow her usual management routine. About 30 minutes after the start of the alleged issue, the patient claims she had problems with her vision. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient was using expired test strips. Replacement control solution was sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.